Event description:
A report received from the USA stated the device is experienced a "does not function" issue during surgery. No patient or user injury was reported. No additional information was provided. Date of event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).